Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-mar-04. The patient called back repeating the same therapy issue. The patient mentioned they received a letter from the manufacturer but then they lost it. The patient mentioned the manufacturing representative (rep) was able to help them with the adjustment they made, however they started wetting their pants again. The patient mentioned they tried all the programs, but nothing worked and all the programs hurt them. They stated it felt like a shock. The patient mentioned they experienced stress incontinence while doing physical activity. The patient was asking agent for medical advice but the agent redirected the patient to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having trouble and were leaking urine. Patient said they have had to increase the stimulation a lot, patient mentioned that they were at 0.9 now. Agent asked patient if they had seen any improvement since they were implanted and patient said no, their symptoms were getting worse. Patient was not feeling the stimulation anymore so they increased the stimulation on their own. Agent offered them to help them, but they mentioned that they should already know if they already increased it. Patient would maintain stimulation level and would continue to track symptoms. Redirected with healthcare provider (hcp). Patient mentioned that their post op appt was not until (B)(6). Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms. Additional information was received from the patient. The patient stated that they were leaking urine as if they did not have the implant starting 4 days after the implant, the patient reported adjusting the therapy due to this situation but they started feeling pain as terrible and they couldn't stand it, so they decreased the number to a comfortable according to the manufacturer representative (rep) instruction last thursday. The patient noted that they constantly wet their pants and they have tried to increase the therapy but it either hurts them or it feels like they have a cattle prod in them or being electrocuted. Agent reviewed with patient general programming guidance and therapy information. The patient will try a different program following the instruction to the rep's instructions in the previous call. Guided patient to discuss with healthcare provider (hcp) medical concerns. Email was sent to the rep asking a call to the patient, patient mentioned trying to contact with the manufacturer representative (rep) numerous times without success.

Event description:
Additional information was received from the patient. They called back and stated they made comments on facebook about their experience with the stimulator and they were told to call [the manufacturer]. The patient said the trial worked for them fine. The patient stated their permanent device worked for 2-3 days then it did not work anymore so they wrote on facebook about it. The patient reported they were wetting, they did all kinds of settings, still wetting, they turned it off and stopped wetting but also, the implant hurt where it was implanted, they had an ache that went down their leg and they started wetting their pants again. The patient called [the manufacturer], and their manufacturer representative (rep) was supposed to call them back but never did. The patient stated they saw the nurse practitioner who started to yell at them because they did not bring the equipment with them to their appointment, they brought their diary but the nurse was not interested in the diary. The patient also said they were put on some medication, myrbetriq, but they were told they had some gastric problems with it which they did not recall, so they stopped taking the medicine. The patient said the rep finally called them and told them to try a new level and turn it up till they felt it, so they did, but it didn't work, they felt like it was electrocuting them and made their butt cheeks shake so they turned it off, then they were no longer wetting. The patient saw their doctor who said to leave it off for a while, then they found their pills and started taking them again and they started working but then they started to wet again so they worked with their daughter two days ago and turned the therapy back on. The patient said they told the doctor about the pain in their hip but the day they told them, the doctor pushed on it, it didn't hurt, and they noticed the pain whether stimulation was turned on or off. Interstim therapy optimization and stimulation sensation information was reviewed with the patient, and they were redirected to their doctor. The patient mentioned other medical history, which included: the patient stated when they first saw their doctor about three months ago, they were wetting their pants, particularly when they were playing tennis and running with their dog. The patient made a therapy adjustment during the call and said they were not having any issues during the night anymore and they would test the new setting during tennis tomorrow, and wednesday and thursday. The patient also mentioned that a few days after implant, or about two weeks after implant, when the bandages were removed, the patient's daughter told them they thought the incision had about 3/4 inch that was not healed and it was red, and they thought it was infected. The patient stated another healthcare provider (hcp) put them on keflex for another injury and their managing hcp said later it was a good thing the other doctor put them on keflex. The patient said they also had arthritis, took an opioid every day, and they were allergic to another antibiotic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.